Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the manufacturer representative (rep) stated the patient was inpatient with a baclofen pump and the pump started alarming a couple days ago. The healthcare provider (hcp) interrogated the pump with a tablet and the logs showed 3-4 stalls ranging from 30 minutes to 1.5 hours. The rep was not with the patient at the time of the call. The manufacturer's technical services specialist (tss) reviewed potential causes for emi, high electrical, and therapeutic magnets. The caller was redirected to the patient to do more troubleshooting and research. The rep asked for literature on a roller study. Tss discussed reasons for motor stall and how to proceed. The rep wanted to know if there was any data on how often pumps malfunctioned. The patient's healthcare provider called regarding this patient and mentioned the most recent stalls. Tss reviewed potential magnetic interaction, but the hcp did not think the patient was getting near anything magnetic. Tss also reviewed that the manufacturer does not make a recommendation as to whether pump should be replaced. The hcp stated that the patient did not want to replace the pump as they have als, anxiety and ptsd and had some difficulties with the original implant, but no specifics were mentioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the cause of the motor stalls was not determined and there was no additional information to report. The patient was discharged. Troubleshooting that was completed was to monitor the patient and periodically interrogate the pump to see the cause of the motor stalls. The results were inconclusive. The patient was deemed not fit for a follow-up procedure so the physician chose to only monitor them.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the field teams provided the managing physician with technical services' phone number and he spoke with the team directly. It was also reported that the field team provided the physician with the electromagnetic interference (emi) document. The rep stated that the physician could not determine the cause of the motor stalls and decided to not replace the pump at this time. The patient was closely monitored while in the hospital to exterior factors that were causing potential motor stall. It was further reported that the physician had not been in contact with the field teams after initial contact regarding the motor stalls and the rep did not know if the motor stalls had continued, however, they did decide to not replace the pump and would closely monitor the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.